Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to manufacturer for eval. Complaint type will be monitored.

Event description:
Doctor (B)(6), allergist and customer who called, stated that a pt had breast augmentation surgery on (B)(6) 2011. Dr (B)(6) alleges that tegaderm, 3m steri-strips and mastisol liquid were applied to the surgical site and were removed on (B)(6) 2011. The customer alleges pt had a severe skin reaction which extended beyond the site of application and into the axilla. Pt was prescribed 40 mg. Of prednisone for (B)(6) and then tapered the dose over the next few days. States the area is healing and dr (B)(6) states that he had seen this same pt in 2006 when she reported to him she has sensitive to adhesives. Dr (B)(6) states that this pt has hyper-reactive skin.